Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), half of the device's display was not readable. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. During disassembly of the device to determine root cause, the technician observed impact damage consistent with mis-handling. This report has been attributed to mis-handling of the device by the end user. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.